Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. On the day of onset, the patient visited the emergency room due to sudden abdominal pain, was diagnosed with peritonitis and hospitalized. On an unreported date, the patient began treatment for the peritonitis with an unspecified antibiotics (doses, frequencies and routes of administrations were not reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event and extraneal/physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with cefazoline (dose, route, and frequency not reported) and ceftazidime (dose, route, and frequency not reported) for two weeks. Twenty three days after the event onset, the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.